Event description:
It was reported that stent jumping occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 9x40x75 epic stent self-expanding was selected for use. During the procedure, stent jumping occurred. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that stent jumping occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left common iliac artery. A 9x40x75 epic stent self-expanding was selected for use. During the procedure, stent jumping occurred. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use because of the severe calcification and tortuosity of the patient anatomy. The epic stent system is contraindicated in such cases as the problematic anatomy can contribute to failure modes such as the deployment issue in the present event.